Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, right ovarian cyst and menorrhagia. It was reported that the patient had the concurrent procedures of a laparoscopic hysterectomy with right salpingo-oophorectomy and left salpingectomy and cystourethroscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, dyspareunia and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.